Event description:
Boston scientific received information that three days post implant the physician alleged that this lead was not working properly. This lead was removed and a new lead was implanted. The explanted lead will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.